Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/6/2023. The following additional information was received: after investigation, the patient's gender and age were unknown. On (B)(6) 2023, the patient underwent maxillofacial surgery in hospital (the specific patient's diagnosis and surgical name were unknown). The surgeon used the sa845g for vascular suturing during surgery. During the knotting process, two sutures broke continuously. The surgeon immediately replaced the new suture (the specific product information was unknown) and continued the suturing. The subsequent surgical operation went smoothly. There was no harm to the patient as a result of this event and no subsequent adverse events were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-03541.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, after the tumor was removed, the doctor sutured the blood vessel to stop oozing. During knotting, the suture broke. Changed to another one to complete the surgery. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No. Note: related events reported via 2210968-2023-03541.